Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was "dead" following ten years service. The ipg was inactivated and remains in the patient. No patient complications have been reported as a result of this event.